Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question and confirmed that the pump alarmed for a system error 601 which was caused by a failed processor printed circuit board (pcb). The processor periodically performs a cyclic redundancy check (crc) on regions of flash memory; if the calculated check value does not match the stored check value, the pump will alarm system error 601. The failed processor pcb was replaced.

Event description:
It was reported that a pump alarmed for a system error 601 (medication, programmed amount and delivery rate unknown). The customer stated that the device was tested and a system error 601 alarm did not occur, however the system error was observed in the device history log. It was also reported that there was no patient injury.